Event description:
The customer reported that while attempting to empty and reinstall the waste bin on the atellica im 1300 analyzer, the waste bin jammed. While attempting to reinstall the waste bin, the operator applied force and hurt her shoulder. The operator had a previous shoulder injury, and the event aggravated a previously injured shoulder. No medical treatment has been provided for operator¿s shoulder at this time and the operator did not visit the doctor for her shoulder. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported waste bin jams on the atellica im 1300 analyzer. The waste bin on the analyzer gets caught when attempting to close. In this incident, after emptying the waste bin, an operator struggled to reinstall the waste bin. The customer was able to reinstall the waste bin; however, it did not slide in and out of position properly. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the analyzer, replaced the spring clips/ interlock spring detent, cleaned the rails, and tested the waste bin sliding operation. Replacement of the interlock spring detent assembly on the side of the drawer resolved the waste bin jams. The instrument is performing according to specifications. No further evaluation of this device is required.